Manufacturer narrative:
H6: investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the mckesson prevent® sg glide safety hypodermic needle was blocked during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "needle was not patent upon injection into muscle and medication could not flow. The product did not reach the patient at any time. No harm to patient or safety issue. Solution was not pre drawn-both occurrences were with predrawn syringes and the needle wouldn¿t patent to expel the remaining air in the in the syringes."